Manufacturer narrative:
The user-facility did not want to send back the suspect device to conmed because it was used on a patient that was very sick.

Event description:
Throughout the case, the bovie and smoke evacuator were running without being activated by surgical personnel or surgeon. At the end of the procedure, two burn holes were noted in the drapes where the pencil had been lying but not activated.